Event description:
The alcon 25+ bevel plus total vitrectomy pack was defective, and the suction wasn't working in the case. A new pack had to be opened during the case. We chose a different lot number to be safe. The new pack did work properly, and the case was able to proceed.